Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp was not able to be measured and the value was not displayed after implanting the sensor. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The sensor was returned for evaluation. There was an unknown substance on the sensor area that is not part of the manufacturing process. This did not affect functionality. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. A review of quality records for the component found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Based on the results of the evaluation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.